Manufacturer narrative:
Nova biomedical is awaiting the device for evaluation. If any significant findings are a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter reading was 222 mg/dl, and then on another blood glucose meter she received a reading of 170 mg/dl. The difference in readings is more than 20% showing a significant difference of more than 20%. A replacement blood glucose meter and test strips were sent to the consumer.